Event description:
The distributor contacted stryker to report a non-critical issue with their device. During evaluation, a short between two membrane tracks were found as well as a depleted battery pack. This would have resulted in the device being unable to be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt, the device could not be powered off via the on/off button. A short was identified between two tracks and the battery pak ws found to be depleted due to automatic power-ons. The fault was attributed to insect inhabitability resulting in corrosion on the membrane tail. The device was scrapped by heartsine and the customer was provided with a replacement device.